Event description:
It was reported that there was an apparent change in the vns output current from 2.5 ma to 0.75 ma. Pictures of the physician's handheld were sent to the manufacturer with images of the patient's vns parameters. At 11:27:38 pm on (B)(6) 2014, the output current was 0.75 ma. The following images were with time stamps after this time (11:30:28 pm, 11:31:17 pm, 11:32:04 pm, and 11:33:06 pm) which show the output current is either 2.0ma or 2.5 ma. Per a review of programming history, the last known settings were from (B)(6) 2012, which show the output current is 1.75 ma. The patient is only being followed by one physician. Attempts for additional information have been unsuccessful. No other information has been provided.

Event description:
Review of additional programming history shows that the last known settings prior to the event were from (B)(6) 2013 in which the output current was programmed to 2.5ma. The cross programming event appears to have occurred because the handheld¿s inactivity timeout did not expire; therefore, the handheld device retained the programming information of another device

Manufacturer narrative:
Review of the available programming and diagnostic history.